Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Refer to the attached user facility medwatch report ((B)(4)) for the user facility's description of the reported event. This additional info was obtained through follow-up discussions with the user facility, but has not been independently determined: the user facility reported that arterial flow dropped from 6.5 l/min to 0.0-0.3 l/min, with an intermittent backflow alarm from the flow sensor. They also reported the user replaced the pumphead with tubing and switched to a roller pump as arterial pump. This step restored arterial flow for the remainder of the case. The user facility estimates that arterial flow was interrupted for 15-20 minutes. The user facility has declined to provide status updates on the pt condition. Additional info from the user facility report: centrifugal pump failure during CABG operation. The magnetic motor drive coupling device separated from the impeller magnet, resulting in failure. Magnet inside the disposable pumphead separated from the impeller, resulting in complete loss of forward flow.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were two issues with the device. They are: the friction against the device caused the fixed length retractor to become ripped and began losing pneumo and second the seal rotates too easy and it is not able to fix in position causing the instruments to spin. The 5mm scope, the suction irrigator and a grasper were being used and it is unknown what may have caused the rip. Another device was used with surgilube to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Complete device was not returned. The analysis found that one retractor was returned only. Due to the complete device not being returned, no testing could be performed. The event described could not be confirmed as the device performed without any difficulties noted. We have documented the circumstances as they were reported to us. A valid lot/batch number was not received, therefore, the device history review could not be performed.